Manufacturer narrative:
Failure analysis for fiber 0010-2400-516b-(B)(4): the distal end of glass cap is detached and not returned; the metal cap is detached and not returned; the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone slightly proximal to the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing exhibits signs of mild abrasions at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 158,265 joules 35:02 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to be forward-firing. The fiber tip/cap was cleaned during the procedure. The procedure was completed using a second surgical fiber. There was no patient injury reported.